Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind and motor position encoder error alarm confirmed in alarm history due to motor encoder signal out of phase. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Unit had broken reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor position encoder error. Customer's blood glucose at time of incident was 259 mg/dl. Customer received motor position encoder error alarm and explained to him the alarm. The customer insulin pump was exposed to MRI. The customer was advised that the pump will be replaced.